Event description:
When the laser is activated, it spins continuously, preventing scanning.

Manufacturer narrative:
When the laser is activated, it spins continuously, preventing scanning. Upon starting the machine shows a calibration error. The customer was advised to reboot the system. The machine passed calibration, and the laser function was verified to be working correctly. No harm to the patient or users.